Event description:
A user facility report was received from the intermacs registry that stated: "patient's wife heard a "thud" coming from the bedroom. She found patient on this floor with his batteries/power leads both detached. She did not remember hearing an alarm." Death: (B)(6) 2013. The vad coordinator provided the following information: there were no reported symptoms prior to the event that were unusual, but the patient was confused at times historically and relied heavily on his wife. The patient expired at home. The system controller history showed 2 power disconnects noted on the system controller and then a restoration and disconnect that appeared to be consistent with his wife indicating that she found the patient with both power sources removed and she tried to reconnect them herself, did, but that it was "too late" and then the pump was disconnected. The patient's wife suspected that he got confused during his morning routine and accidentally disconnected the power. The readings viewed seem to match the story. No autopsy was performed. It was noted that the system controller was discarded by the hospital. The vad coordinator also noted that both the patient and the patient's wife were trained to exchange system controllers.

Manufacturer narrative:
The reported event was not able to be determined, because the system controller (B)(4) was not returned for further analysis. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
Approximate age of device: 1 year and 2 months (calculated from the date when the system controller was issued to the patient.) The attached user facility medwatch report was received from the intermacs registry. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.